Event description:
Plastic tip on the fiber optic scope got hot & broke off in pt. Tip was retrieved. Pt. Undergoing operative bronch when plastic tip on fiber optic scope broke off in pt with physician intervention, tip was retrieved from the pt with no adverse outcome.